Manufacturer narrative:
(B)(4).

Event description:
It was reported that an episode for ventricular tachycardia was classified as a super ventricular tachycardia. The device was reprogrammed. The patient condition was stable.